Manufacturer narrative:
The evaluation of the scope found the adhesive was missing from the forceps cover at the distal end due to chemical stress. Additionally, the bending section cover adhesive at the distal is cracked. The device was repaired to meet asset specifications and returned to asset stock. The asset was last serviced on may 20, 2021; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset evis exera ii ultrasound gastro-videoscope was returned to the service center. Upon inspection and testing, the scope was found to have an adhesive malfunction as the adhesive was missing from the forceps cover at the distal end. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer, the root cause of the reported malfunction cannot be conclusively determined. However, based on the evaluation results, the malfunction potentially occurred because external force was applied to the distal end due to handling. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides the following: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.